Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. 2 replacement springs shipped to site. No parts have been received by manufacturer for analysis as site discarded suspect spring. Return requested. 2 replacement detect positioner louver hinges shipped to site. No parts have been received by manufacturer for analysis as site discarded suspect hinge. A medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Broken louver hinges and springs on door. Medtronic representative replaced upper louver hinges and springs. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system had a damaged hinge and spring on the detector positioner on the louver cover. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.